Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot#: va1d00n, implanted: (B)(6) 2017, explanted (partial): (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 01-dec-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the complete lead was not removed; the tip was left in. The caller said the healthcare provider told them they were able to remove most of the lead except for the very tip; they just could not get it out. It was reviewed how this affected guidelines, and they were redirected to discuss possible options to arrange to have the tip removed with the healthcare provider.